Event description:
Preemie with #4 french, 8cm double lumen central line catheter inserted in or on 2/20/97 via right femoral vein. On 3/16/97 infant with respiratory distress, pleural effusion, and decreased hgb/hct. 3/17/97 abdominal ultrasound and dye study showed perforation in inferior vena cava with leak of tpn into thoracic cavity. Suspect catheter eroded through vessel wall.